Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that ¿the thing stopped working.¿ the patient clarified that she was referring to her stimulator. The patient stated she could not feel stimulation. The patient became frustrated when using her patient programmer to check her stimulation status and programming settings. The patient reported seeing a lightning bolt and battery and stated she was seeing her programs. The patient disconnected the call. The patient subsequently reported that the ins was dead, and she normally knows the ins is working because she uses it when up and walking, then when she lays down she can feel stimulation ¿go crazy,¿ however now she lays down and it is not going crazy. The patient reported she cannot get the ins to turn on but declined troubleshooting. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.